Event description:
A malfunction was reported, and no notable events occurred prior to it. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer received pump reset information from technical support, was assisted in resetting the pump, and was instructed to continue using the pump. They were advised to contact support again if the malfunction recurred, and the customer acknowledged the instructions.